Event description:
It was reported that the insulin pump beeped, and then the display went blank and the case became hot. Nothing further was reported.

Manufacturer narrative:
The display was blank and the insulin pump was hot, due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.